Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned, the root cause cannot be determined. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, it has been touching the iris since postoperative day one. There has been no harm caused by the position of the shunt. The surgeon reported that the tip of the shunt had been implanted near the iris. The shunt remains implanted. Additional information has been requested.